Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device multiple pockets failed continuously. The field service engineer (fse) found that drawer 4.1 failed and the device was off the bus. All pockets had failed. Upon inspecting the bus cables, the fse identified multiple areas with wear. The fse replaced the retractor band cables on drawers 4.1 and 4.2, as well as the pyxibus internal auxiliary cable, tested the drawers using the hardware test application (hta) and found drawer 4.1 was not detected. The fse removed all cubies and discovered strips of foil and staples inside. Metallic debris was cleaned from the moab. After reinstalling the cubies, the fse tested the system again using both the hardware test application and the dispensing application, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple pockets failed continuously. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.